Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are getting probably getting a 50% improvement to their symptoms but in the last couple of months they have noticed some pain, a little bit sharp, down near their butt. Patient said they have fallen a couple times and their doctor thinks it might have broken off a piece and discussed replacement with the patient but that is not going to happen before they go on the cruise next week. Pt asked equipment use questions. Reviewed equipment information and the option to turn therapy down, off or change programs. Offered to assist pt to use their equipment but pt declined. Redirected to their doctor. Additional information was received from the patient. When asked to clarify the statement "the doctor thinks it might have broken off a piece and discussed replacement" by responding ""[doctor]" felt that since I've fallen several times, perhaps a piece may have broken off the device. In speaking with one of your agents, perhaps I may have overstimulated. I will be going for an x-ray this week to find out."